Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during the transfemoral tavr procedure, as the balloon reached the end of inflation, the balloon burst. There was no consequence for the patient. The patient had very tortuous aorta.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Due to the device (and/or applicable photo/video relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed for ¿balloon burst¿. A review of the applicable DHR file and lot history did not indicate that a manufacturing non-conformance contributed to the complaint. A review of manufacturing mitigations supported that the delivery system has proper inspections in place to detect issues related to the reported event. Due to the unavailability of the relevant device, engineering was unable to perform any visual, functional or dimensional analysis. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the balloon burst was most likely attributed to the patient¿s calcified annulus. No manufacturing or IFU/labeling inadequacies were identified. Review of complaint history for june 2016 revealed the occurrence rate did not exceed the control limits for this trend category. Therefore the corrective or preventive action is required.